Event description:
It was reported that the patient needed CPR due to ventricular fibrillation. The device had delivered two high voltage therapies without success. The lead appeared dislocated during CPR delivery, and one week earlier, there had been an impedance decrease. The lead was replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "well".

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned and analyzed.